Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No motor error alarm noted. Motor passed motor test. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the motor error alarm and squirting insulin on prime. Customer¿s blood glucose level was unknown. Customer stated that the diminished battery life from new and insulin pump did not show full charge when replacing with brand new batteries. The device will not be returned for analysis.